Event description:
A doctor reported that approximately one (1) hour after taking an impression for a patient using alginot impression material, the patient alleged that he experienced an allergic reaction with symptoms of tongue swelling and difficulty swallowing.

Manufacturer narrative:
The patient took over-the-counter benadryl. After approximately two (2) to three (3) hours later the patient was still experiencing an allergic reaction; the patient sought medical attention at the emergency room and was administered a type of steroid; however, the doctor could not recall the name of the medication. The doctor reported that there were several products used throughout the patient's procedure and that she was not definitive as to whether or not the patient's reaction was caused by alginot. To date, the patient is doing fine. The patient's permanent restoration was placed without further incident.